Event description:
It was reported that the customer is receiving inaccurate readings. Cables were changed in attempts to troubleshoot, still did not work . No patient complications have been reported.

Manufacturer narrative:
The hospital indicated that the device would not be returned for examination. The hospital also stated that it was determined to be user error and not a malfunction of the device. No actions will be taken at this time.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be sent when the investigation is complete. A review of the manufacturing records indicated that the product met specifications upon release.